Event description:
The representative reported the patient is thought to have let the ins go into an over discharged state three times; indicating battery replacement would be needed to maintain therapy. The patient stated the reason for over discharge was a busy lifestyle and not having the time to recharge the device. The representative instructed the patient to do the physician mode recharge (60 minute countdown) at home. The patient reported performing physician mode recharge himself four times within a few days; the normal recharging screen would appear but communication between the recharger and the ins was never achieved. The company clinical specialist supervised a physician mode recharge with the patient and noted the same normal recharging screen appeared but no communication was established; an x-ray was anticipated to determine if the device is flipped. Additional information has been requested from the physician.